Event description:
Per the clinic, the patient experienced atypical sound percepts such as popping, banging and running water sensations around the implant site resulting in poor performance with the device. It was also reported that, speech perception outcomes were below expected levels and had deteriorated compared to pre-implant. Hardware exchange, troubleshooting and re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.